Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a blank display. His blood glucose was unknown. After troubleshooting for the blank display, the display did not return. They were advised to remove the battery for about 10 minutes and that a battery out limit alarm would occur after the pump rest. The customer stated that after all the proper procedures were followed, the display still did not return. He was advised to discontinue use of the insulin pump and to revert to a back-up plan per his doctor¿s instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unresponse button due to blank display. Moisture damage keypad traces during visual inspection. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.